Manufacturer narrative:
E1: additional initial reporter per medsun report: (B)(6). Additional information: a4, b4. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information in the form of redacted timeline of events from the facility was provided on 28nov2025. Patient with an infrarenal aaa [abdominal aortic aneurysm] s/p [status post] endovascular repair with persistent endoleak, likely type 3, despite multiple attempts at endovascular treatment, therefore open aaa repair with graft explant was indicated. Suspected device malfunction. Patient previously seen in clinic for a newly diagnosed infrarenal aaa which was an incidental finding on CT. A dedicated angiogram demonstrated an infrarenal aaa measuring 6 cm in greatest diameter with anatomy suitable to endovascular repair. Patient taken to the operating room for the following procedures: 1. Bilateral common femoral artery ultrasound-guided access. 2. Diagnostic aortogram. 3. Endovascular aneurysm repair with cook zenith tffb 32 mm x 96 mm main body endoprosthesis; cook zenith esbe 32 mm x 39 mm main body extension endoprosthesis; cook zenith zsle 13 mm x 90 mm, 20 mm x 74 mm and 20 mm x 54 mm contralateral left common iliac artery endoprostheses; and cook zenith zsle 20 mm x 74 mm and competitor's graft 8 mm x 79 mm post-dilated to 14 mm ipsilateral right common iliac artery endoprostheses. 5. Bilateral common femoral artery suture mediated closure. Approximately 1 month later - follow up CT angiogram with "infrarenal aaa status post evar [endovascular aneurysm repair] procedure with type ii possible type iii endoleak and residual aneurysm sac size measuring 6 cm". Three days after follow up CT angiogram - follow up with vascular surgery appointment. Recommend reintervention. Forty-six days after vascular surgery appointment - admitted for same day procedure. Proceeded to cath lab for aortogram and realigning of evar limbs with placement competitor's grafts in ipsilateral and contralateral limbs. Findings concluded persistent endoleak, suspected from main body graft. One month after competitor's graft placement - follow up CT angiogram with "infrarenal aaa status post evar procedure with endoleak and stable aneurysm sac measuring 5.8 cm". Follow up appointment with vascular, patient not a great candidate for explant or open repair, patient preferred to hold off on reintervention at this time (risk of rupture approximately 5 to 10% annually). Fifty seven days later - incidental CT abdomen performed for other unrelated indication. Infrarenal aaa found to have increased in size from 5.8 cm to 6.5 cm (addended per vascular provider to measure 6.1 cm). Twenty-one days after incidental CT findings - follow up with vascular surgery. Concern for type iii endoleak, recommending inferior mesenteric artery (ima) coil embolization for treatment. Twenty-five days after follow up with vascular surgery - admitted for same day procedure. Attempted at ima coil embolization that was unsuccessful. Continue close surveillance. Eighty-one days later - contrast enhanced duplex ultrasound reporting type ii endoleak visualized with residual aneurysmal sac measuring 6.3cm. Type iii endoleak cannot be ruled out. Follow up with vascular surgery indicates the next step in treating his aneurysm would require an open procedure with ligation of inferior mesenteric artery and lumbar arteries with possible sacotomy. Seventy-four days later - admitted for open abdominal aortic aneurysm repair with aorto-bi-iliac graft. Explanted endovascular endoprosthesis. Successful.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: e4 - initial report sent to FDA. Investigation ¿ evaluation. Cook was notified that a type 3b endoleak originating from a zenith flex aaa endovascular graft bifurcated main body graft led to aneurysm expansion and a later open explant procedure for an 84-year-old male patient. On (B)(6) 2024, at 10:09 a computed tomography (CT) urogram was performed on the patient. This imaging was performed for microhematuria and ordered by the urology provider. An incidental abdominal aortic aneurysm (aaa) was identified. Impression from (B)(6) 2024 CT urogram: 1. Unexpected finding of an infrarenal abdominal aortic aneurysm. Measuring 6 cm in diameter. 2. Left nonobstructing nephrolithiasis with an upper pole 7 x 9 mm calculus. No hydronephrosis is seen. 3. Circumferential urinary bladder wall thickening more pronounced at the urinary bladder base. This may be due to prostatic hypertrophy though I cannot exclude a bladder base mass. If clinically indicated, direct visualization should be obtained. 4. Diverticulosis. No imaging evidence of acute diverticulitis is detected. On (B)(6) 2024 follow up imaging, a CT angiogram of abdomen and pelvis were completed. The scan was ordered as follow up imaging to visualize the infrarenal aaa. Impression from (B)(6) 2024 CT angiogram of abdomen and pelvis: 1. Aneurysmal dilatation of the infrarenal abdominal aorta maximal anterior-posterior diameter of approximately 6 cm and maximal transverse diameter of 5.8 cm. Iliac arteries are calcified although nonaneurysmal. This previously described on CT dated (B)(6) 2024. 2. No acute intra-abdominal process. No inflammatory process. No obstruction. 3. No free fluid within the pelvis or within the dependent portions of the peritoneum. 4. Prostatic enlargement. Correlate regarding hyperplasia/hypertrophy versus neoplasia. Prior turp. 5. Severe diverticulosis without evidence of diverticulitis. 6. Appendix normal. 7. Pleural calcifications likely secondary to asbestosis related disease. On (B)(6) 2024 an x-ray was performed. Impression from (B)(6) 2024 x-ray: no acute abnormalities in the chest. Redemonstration of bilateral calcified pleural plaques. The patient underwent an endovascular aortic repair (evar) procedure on (B)(6) 2024 where the following cook grafts were placed: zenith flex aaa endovascular graft bifurcated main body, rpn: tffb-32-96-zt. Zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-90-zt), placed in the left common iliac artery. Zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-20-74-zt), placed in the left common iliac artery. Zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-20-74-zt), placed in the right common iliac artery. During the procedure, several actions were taken to resolve an endoleak. First a type 1b endoleak on the zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-20-74-zt), placed in the left common iliac artery was suspected. A zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-20-56-zt) was placed without resolution of the endoleak. Next a type 3a endoleak was suspected between the zenith flex aaa endovascular graft bifurcated main body, rpn: tffb-32-96-zt and the zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-20-74-zt) placed on the right. A competitor¿s device (8 mm x 79 mm) was placed in the overlap of the two devices. The placement of the competitor¿s graft did not resolve the endoleak. Next a zenith flex with z-trak aaa endovascular graft main body extension (rpn: esbe-32-39-zt) was placed in the zenith flex aaa endovascular graft bifurcated main body, rpn: tffb-32-96-zt just above the flow divider to address a suspected type 3b endoleak. A persistent endoleak of unclear etiology was present at the conclusion of the procedure. The surgical staff determined to forgo any further intervention. Imaging was completed at the conclusion of the procedure, but no impression was provided. Post operative imaging dates and impressions were provided for the patient. On (B)(6) 2024 follow up imaging (CT angiogram of abdomen and pelvis) was performed to re-evaluate an endoleak. Impression from 03apr2024 CT angiogram of abdomen and pelvis: impression 1. Type iii endoleak through an apparent defect in the proximal left iliac stent graft with associated slight increase in size of the infrarenal abdominal aortic aneurysm sac measuring up to 61 mm. 2. Trace left subpulmonic effusion. 3. Stable right adrenal adenoma. 4. Colonic diverticulosis. 5. Scattered pleural calcifications, likely secondary to asbestos exposure. 6. Bilateral renal cysts. On (B)(6) 2024, follow up imaging (CT angiogram of abdomen and pelvis) was completed. Impression from (B)(6) 2024 CT angiogram of abdomen and pelvis: impression aortic endograft leak remains present, appearing slightly less extensive on today's exam. On (B)(6) 2024 a peripheral vascular intervention procedure was completed. During the procedure, drug coated peripheral artery endovascular stent grafts (competitor¿s devices: 8 mm x 59 mm and 8 mm x79 mm) were placed in the contralateral limb of the zenith flex aaa endovascular graft bifurcated main body, rpn: tffb-32-96-zt to address a type 3a endoleak and in the zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-90-zt) to address a 3b endoleak. On (B)(6) 2024 a CT angiogram of abdomen and pelvis was completed to evaluate evar, stents, and aortic diameter. Impression from 24jul2024 CT angiogram of abdomen and pelvis: 1. Prior evar of abdominal aortic aneurysm stable in size measuring approximately 5.8 x 5.8 cm in diameter. 2. Stable appearance of extensive endoleak within the aneurysm sac. On (B)(6) 2024 imaging (CT abdomen only with and without contrast) was completed to evaluate the neoplasm of the right adrenal gland. Impression from 19sep2024 CT of abdomen, with and without contrast): 1. Right adrenal adenoma appears unchanged in size when compared to prior study. 2. The patient is status post evar. There is extensive endograft leak within the aneurysmal sac. This appears slightly increased in size when compared to prior study. Aneurysmal sac appears increased in size measuring up to 6.5 cm. 3. Cardiomegaly. The right ventricle appears increased in size when compared to prior study. This can be re-evaluated with an echocardiogram if clinically warranted. On (B)(6) 2024 imaging (visceral angiogram of superior mesenteric artery (sma), inferior mesenteric artery, and chronic limb ischemia were completed in interventional radiology. No impression report from (B)(6) 2024 visceral angiogram was provided. The patient underwent a reintervention procedure on (B)(6) 2025. The preoperative diagnosis was an abdominal aortic aneurysm status post evar procedure with type ii endoleak. The patient had a juxtarenal abdominal aortic aneurysm and underwent evar procedure on (B)(6) 2024. Surveillance imaging demonstrated endoleak and sac expansion. The patient underwent reintervention in (B)(6) 2024 to place balloon expandable stents in the bilateral iliac limbs with no resolution of endoleak. More recent surveillance imaging was concerning for a robust type ii endoleak from the inferior mesenteric artery and paired lumbar arteries. It was recommended that the patient undergo reintervention with diagnostic angiogram and possible ima coil embolization. The patient was taken to the operating room. The right common femoral artery was accessed in a retrograde fashion using a micropuncture set and ultrasound guidance with imaging that demonstrated vessel patency and was saved for documentation. The micropuncture sheath was exchanged for a non-cook 6.5 french steerable sheath over a cook 0.035 bentson wire. The patient was systemically anticoagulated with intravenous heparin for goal act greater than 250 during the procedure. The non-cook sheath was advanced into the visceral segment of the abdominal aorta and a diagnostic mesenteric angiogram, and a steep obliquity was obtained. This demonstrated appropriately positioned evar device and widely patent celiac artery and superior mesenteric artery. Selective catheterization of the superior mesenteric artery was performed using the non-cook sheath, a non-cook 0.035 soft angled guide wire and a non-cook 0.035 catheter. Selective sma angiography in multiple obliquities failed to demonstrate the arc of riolan or other collateralization from the sma to ima. The surgical team elected to abort the procedure. On (B)(6) 2025 imaging (ultrasound contrast enhanced of evar and aorta iliac) was performed for follow up to evar and a persistent endoleak. Impression from (B)(6) 2025 contrast enhance ultrasound: type ii endoleak visualized with residual aneurysmal sac measuring 6.3cm. Type iii endoleak cannot be ruled out. The proximal aorta measures 4.0cm the patient underwent an open surgical procedure on (B)(6) 2025. After previous unsuccessful interventions it was recommended that the patient undergo open aaa repair with explantation of the evar grafts. It was suspected that he had a type ii endoleak and possible type iii endoleak from a fabric defect in the endoprosthesis. The patient underwent an open procedure to determine the cause of aneurysm expansion. It was decided to explant the graft, in which the graft had to be cut away from the bare metal stent to be removed. The bare metal stent remained in the body of the patient. Upon a visual inspection of the explanted graft, a tear was discovered in the fabric. A non-cook 22 mm x 11 mm bifurcated graft was placed during the procedure. It was confirmed that the issue was resolved following the additional procedure. After the initial investigation for this failure, type 3b endoleak on a zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-32-96-zt, lot 15491144) a medsun report from the facility was provided by the food and drug administration (FDA) to cook on (B)(6) 2025. The additional information was summarized in a timeline of events for the patient with the dates redacted. The following is the redacted timeline of events: patient with an infrarenal aaa [abdominal aortic aneurysm] s/p [status post] endovascular repair with persistent endoleak, likely type 3, despite multiple attempts at endovascular treatment, therefore open aaa repair with graft explant was indicated. Suspected device malfunction. Patient previously seen in clinic for a newly diagnosed infrarenal aaa which was an incidental finding on CT. A dedicated angiogram demonstrated an infrarenal aaa measuring 6 cm in greatest diameter with anatomy suitable to endovascular repair. Patient taken to the operating room for the following procedures: 1. Bilateral common femoral artery ultrasound-guided access 2. Diagnostic aortogram 3. Endovascular aneurysm repair with cook zenith tffb 32 mm x 96 mm main body endoprosthesis; cook zenith esbe 32 mm x 39 mm main body extension endoprosthesis; cook zenith zsle 13 mm x 90 mm, 20 mm x 74 mm and 20 mm x 54 mm contralateral left common iliac artery endoprostheses; and cook zenith zsle 20 mm x 74 mm and competitor's graft 8 mm x 79 mm post-dilated to 14 mm ipsilateral right common iliac artery endoprostheses 5. Bilateral common femoral artery suture mediated closure approximately 1 month later - follow up CT angiogram with "infrarenal aaa status post evar [endovascular aneurysm repair] procedure with type ii possible type iii endoleak and residual aneurysm sac size measuring 6 cm". Three days after follow up CT angiogram - follow up with vascular surgery appointment. Recommend reintervention. Forty-six days after vascular surgery appointment - admitted for same day procedure. Proceeded to cath lab for aortogram and realigning of evar limbs with placement competitor's grafts in ipsilateral and contralateral limbs. Findings concluded persistent endoleak, suspected from main body graft. One month after competitor's graft placement - follow up CT angiogram with "infrarenal aaa status post evar procedure with endoleak and stable aneurysm sac measuring 5.8 cm". Follow up appointment with vascular, patient not a great candidate for explant or open repair, patient preferred to hold off on reintervention at this time (risk of rupture approximately 5 to 10% annually). Fifty seven days later - incidental CT abdomen performed for other unrelated indication. Infrarenal aaa found to have increased in size from 5.8 cm to 6.5 cm (addended per vascular provider to measure 6.1 cm). Twenty-one days after incidental CT findings - follow up with vascular surgery. Concern for type iii endoleak, recommending inferior mesenteric artery (ima) coil embolization for treatment. Twenty-five days after follow up with vascular surgery - admitted for same day procedure. Attempted at ima coil embolization that was unsuccessful. Continue close surveillance. Eighty-one days later - contrast enhanced duplex ultrasound reporting type ii endoleak visualized with residual aneurysmal sac measuring 6.3cm. Type iii endoleak cannot be ruled out. Follow up with vascular surgery indicates the next step in treating his aneurysm would require an open procedure with ligation of inferior mesenteric artery and lumbar arteries with possible sacotomy. Seventy-four days later - admitted for open abdominal aortic aneurysm repair with aorto-bi-iliac graft. Explanted endovascular endoprosthesis. Successful. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. The device was returned to cook for investigation along with three leg grafts and an unknown stent. The devices were cut into several pieces. The suprarenal stent was not present on the main body device. Due to the damage to the returned product, a tear in the main body graft was unable to be identified. Imaging was provided for the investigation. Imaging was reviewed by a physician. The imaging reviewer indicated ¿impression: 1. An infrarenal aaa was previously repaired using a tffb-32-96 main body graft and bilateral zsle iliac legs. 2. A brisk endoleak after repair was initially thought to be a type 1b involving the left zsle-20-74 leg and treated with an additional extension left zsle with no resolution of the endoleak. This was likely not the source. 3. The next thought was a type 3a endoleak at the junction of the right limb of the tffb graft and the proximal right zsle-20-74. A gore vbx graft was placed across the right limb junction but the endoleak continued to persist. This was likely not the source. 4. Secondary intervention with placement of kissing competitors grafts at the main body flow divider for a suspected type 3b defect in this area was unsuccessful. One of the complaints mentions a suspected type 3a leak at the proximal left zsle treated with a competitor device, but this was not the case according to the report. This was for a suspected type 3b at the tffb flow divider. In either case, the intervention was unsuccessful so a type 3a here was ruled out. 5. Continued endoleak from a suspected type 3b defect of the tffb graft and aneurysm expansion led to open repair at 1 year postop with explant of the endograft. A graft defect at the flow divider of the tffb graft was noted at the time of surgery as the source of the endoleak. 6. There was noted to be calcification of the iliac arteries on the preop CT report, and this could have been the cause of a graft tear at the time of implant, but the definitive cause cannot be determined from the imaging and information provided¿ additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no recorded non-conformances relevant to the failure mode. The are two complaints against this product lot for different failures. One was for a type 3b endoleak on the main body graft and the other is for a type 3a endoleak on the main body graft. The type 3a endoleak on this device was not confirmed in the investigation. No other complaints have been reported. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: 2 indications for use ¿ adequate iliac/femoral access compatible with the required introduction systems, ¿ non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: o with a length of at least 15 mm, o with a diameter measured outer wall to outer wall of no greater than 32 mm and no less than 18 mm, o with an angle less than 60 degrees relative to the long axis of the aneurysm, and o with an angle less than 45 degrees relative to the axis of the suprarenal aorta. O iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall). 4 warnings and precautions 4.1 general ¿ additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. ¿ patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up ¿ the zenith flex aaa endovascular graft is designed to treat aortic neck diameters no smaller than 18 mm and no larger than 32 mm. The zenith flex aaa endovascular graft is designed to treat proximal aortic necks (distal to the lowest renal artery) of at least 15 mm in length. Iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. ¿ key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. ¿ adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. ¿ the zenith flex aaa endovascular graft with the z-trak introduction system is not recommended in patients who cannot tolerate contrast agents necessary for intraoperative and postoperative follow-up imaging. All patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis. ¿ successful patient selection requires imaging and accurate measurements; please see section 4.3 pre-procedure measurement techniques and imaging. 4.3 pre-procedure measurement techniques and imaging ¿ clinical experience indicates that contrast-enhanced spiral computed tomographic angiography (cta) with 3-d reconstruction is the strongly recommended imaging modality to accurately assess patient anatomy prior to treatment with the zenith flex aaa endovascular graft. If contrast-enhanced spiral cta with 3-d reconstruction is not available, the patient should be referred to a facility with these capabilities. Lengths: ¿ the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. ¿ after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity, and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. 4.4 device selection: ¿ strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size (tables 10.5.1 through 10.5.2). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure: ¿ inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. ¿ fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome. 5.2 potential adverse events ¿ aneurysm enlargement ¿ aneurysm rupture and death ¿ aortic damage, including perforation, dissection, bleeding, rupture and death ¿ claudication (e.g., buttock, lower limb) ¿ endoleak ¿ surgical conversion to open repair. 7.1 individualization of treatment: additional considerations for patient selection include but are not limited to: ¿ patient¿s age and life expectancy ¿ co-morbidities (e.g., cardiac, pulmonary, or renal insufficiency prior to surgery, morbid obesity) ¿ patient¿s suitability for open surgical repair ¿ patient¿s anatomical suitability for endovascular repair ¿ ability to tolerate general, regional or local anesthesia 8 patient counseling information: ¿ the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. ¿ patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness or endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirements are required and should be considered a lifelong commitment to the patient¿s health and well-being. ¿ physicians must advise each patient that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic, but usually presents as: pain; numbness; weakness in the legs; any back, chest, abdominal or groin pain; dizziness; fainting; rapid heartbeat or sudden weakness. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture, and death (see section 5.1, observed adverse events and section 5.2, potential adverse events). The physician should complete the patient i.d. Card and give it to the patient so that he/she can carry it with her/her at all times. The patient should refer to the card anytime he/she visits additional health practitioners, particularly for any additional diagnostic procedures (e.g., MRI). 12 imaging guidelines and postoperative follow-up 12.1 general ¿ the long-term performance of this endovascular graft has not yet been established. All patients should be advised that endovascular treatment require lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. ¿ physicians should evaluate patients on an individual basis and prescribe their follow-up relative to the needs and circumstances of each individual patient. The recommended imaging schedule is presented in table 12.1.1 this schedule was used in the pivotal trial and is recommended even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. ¿ the combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak, patency, tortuosity, progressive disease, fixation length and other morphological changes. ¿ duplex ultrasound imaging may provide information on aneurysm diameter change, endoleak, patency, tortuosity, and progressive disease. In this circumstance, a non-contrast CT should be performed to use in conjunction with the ultrasound. Ultrasound may be a less reliable and sensitive diagnostic method compared to CT. It was reported that a type 3a endoleak was present on the ipsilateral right limb of the zenith flex aaa endovascular graft bifurcated main body, rpn: tffb-32-96-zt during the index procedure and a second type 3a endoleak was reported in the second procedure on 24jun2025 in the left contralateral limb. It was reported both type 3a endoleaks were treated with the placement of additional competitor¿s grafts. Imaging was provided for the investigation and reviewed by a vascular surgeon. The image reviewer indicated that the type 3a endoleaks were likely not the source as the endoleak persisted. The image reviewer stated ¿the endoleak is seen on the ultrasound imaging provided, but the type 3b defect in the tffb graft is based on the operative note findings and is not clearly demonstrated in the imaging provided. The type 3a involving the tffb/right zsle, the type 3a involving the left zsle, and the type 3b involving the left zsle are not confirmed and were likely ruled out. Additionally, the type 3b endoleak treated in the secondary procedure was also not confirmed based on the imaging provided. The image reviewer stated ¿continued endoleak from a suspected type 3b defect of the tffb graft and aneurysm expansion led to open repair at 1 year postop with explant of the endograft. A graft defect at the flow divider of the tffb graft was noted at the time of surgery as the source of the endoleak. 6. There was noted to be calcification of the iliac arteries on the preop CT report, and this could have been the cause of a graft tear at the time of implant, but the definitive cause cannot be determined from the imaging and information provided¿ based on the information provided (including the medsun report provided after the initial investigation), inspection of the returned device, and the results of the investigation, a definitive root cause for the type 3b endoleak on the zenith flex aaa endovascular graft bifurcated main body, rpn: tffb-32-96-zt could not be established while the cause of the type 3b endoleak is not known, patient condition may have contributed to this incident the image review stated, ¿continued endoleak from a suspected type 3b defect of the tffb graft and aneurysm expansion led to open repair at 1 year postop with explant of the endograft. A graft defect at the flow divider of the tffb graft was noted at the time of surgery as the source of the endoleak. There was noted to be calcification of the iliac arteries on the preop CT report, and this could have been the cause of a graft tear at the time of implant, but the definitive cause cannot be determined from the imaging and information provided.¿ the appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the associated risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 22 may 2025. Imaging dates and impressions were provided for the patient. (B)(6) 2024, 10:09 computed tomography (CT) urogram performed at (B)(6), completed for microhematuria, ordered by urology provider. Incidental abdominal aortic aneurysm (aaa) found. Impression from (B)(6) 2024 CT urogram: 1. Unexpected finding of an infrarenal abdominal aortic aneurysm. Measuring 6 cm in diameter. 2. Left nonobstructing nephrolithiasis with an upper pole 7 x 9 mm calculus. No hydronephrosis is seen. 3. Circumferential urinary bladder wall thickening more pronounced at the urinary bladder base. This may be due to prostatic hypertrophy though I cannot exclude a bladder base mass. If clinically indicated, direct visualization should be obtained. 4. Diverticulosis. No imaging evidence of acute diverticulitis is detected. (B)(6) 2024, 15:34 follow up imaging (CT angiogram of abdomen and pelvis) completed. Scan ordered as follow up imaging to visualize the infrarenal aaa. Impression from (B)(6) 2024 CT angiogram of abdomen and pelvis: 1. Aneurysmal dilatation of the infrarenal abdominal aorta maximal anterior-posterior diameter of approximately 6 cm and maximal transverse diameter of 5.8 cm. Iliac arteries are calcified although nonaneurysmal. This previously described on CT dated (B)(6) 2024. 2. No acute intra-abdominal process. No inflammatory process. No obstruction. 3. No free fluid within the pelvis or within the dependent portions of the peritoneum. 4. Prostatic enlargement. Correlate regarding hyperplasia/hypertrophy versus neoplasia. Prior turp. 5. Severe diverticulosis without evidence of diverticulitis. 6. Appendix normal. 7. Pleural calcifications likely secondary to asbestosis related disease. (B)(6) 2024 imaging completed (x-ray). Impression from (B)(6) 2024 x-ray: no acute abnormalities in the chest. Redemonstration of bilateral calcified pleural plaques. (B)(6) 2024, 11:43, patient underwent endovascular aortic repair at (B)(6) operating room. Imaging completed. No impression provided. (B)(6) 2024, 08:57 follow up imaging (CT angiogram of abdomen and pelvis) completed at (B)(6) 1 CT. Scan indicated to re-evaluation endoleak. Impression from (B)(6) 2024 CT angiogram of abdomen and pelvis: impression 1. Type iii endoleak through an apparent defect in the proximal left iliac stent graft with associated slight increase in size of the infrarenal abdominal aortic aneurysm sac measuring up to 61 mm. 2. Trace left subpulmonic effusion. 3. Stable right adrenal adenoma. 4. Colonic diverticulosis. 5. Scattered pleural calcifications, likely secondary to asbestos exposure. 6. Bilateral renal cysts. (B)(6) 2024, 12:56 follow up imaging (CT angiogram of abdomen and pelvis) completed at (B)(6). Impression from (B)(6) 2024 CT angiogram of abdomen and pelvis: impression aortic endograft leak remains present appearing slightly less extensive on today's exam. (B)(6) 2024, 10:11 peripheral vascular intervention (placement of drug coated peripheral artery endovascular stent graft) performed, abdominal aorta angiogram was performed at (B)(6) cath lab. Competitor's devices (8 mm x 59 mm & 8 mm x79 mm were placed during the procedure: (B)(6) 2024, 09:38 imaging completed (CT angiogram of abdomen and pelvis) at (B)(6) to evaluation evar, stents, and aortic diameter. Impression from (B)(6) 2024 CT angiogram of abdomen and pelvis: 1. Prior evar of abdominal aortic aneurysm stable in size measuring approximately 5.8 x 5.8 cm in diameter. 2. Stable appearance of extensive endoleak within the aneurysm sac. (B)(6) 2024 imaging (CT abdomen only with and without contrast) was completed to evaluate the neoplasm of the right adrenal gland. Impression from (B)(6) 2024 CT of abdomen, with and without contrast): 1. Right adrenal adenoma appears unchanged in size when compared to prior study. 2. The patient is status post evar. There is extensive endograft leak within the aneurysmal sac. This appears slightly increased in size when compared to the prior study. Aneurysmal sac appears increased in size measuring up to 6.5 cm. 3. Cardiomegaly. The right ventricle appears increased in size when compared to the prior study. This can be re-evaluated with an echocardiogram if clinically warranted. (B)(6) 2024 imaging completed in interventional radiology (visceral angiogram of superior mesenteric artery (sma), inferior mesenteric artery, and chronic limb ischemia) at (B)(6) operating room x-ray. No impression report from (B)(6) 2024 visceral angiogram. (B)(6) 2025, 10:43, imaging (ultrasound contrast enhanced of evar and aorta iliac) was performed at (B)(6) vascular surgery for follow up to evar and a persistent endoleak. Impression from (B)(6) 2025 contrast enhance ultrasound: type ii endoleak visualized with residual aneurysmal sac measuring 6.3cm. Type iii endoleak can not be ruled out. The proximal aorta measures 4.0cm. (B)(6) 2025, 14:39, imaging (x-ray) was completed after feeding tube placement. Post operative imaging after evar explant, oaaa repair was completed. Impression from (B)(6) 2025 imaging: portable ap view centered over the lower chest upper abdomen demonstrates that the transesophageal sump tube tip projects over the gastric body with the sideport in the region of the gastric cardia. Partially imaged abdominal aortic stent graft. Surgical clips projecting over the mid abdomen. Lung bases are clear. Partially imaged epidural catheter projecting at the level of t9. History and physical notes were provided for the patient visit dates: (B)(6) 2024 (pre-procedure), (B)(6) 2025 (pre-procedure). Operative reports were provided for the patient. Operative report (B)(6) 2024: date of procedure: (B)(6) 2024. Preoperative diagnosis: 1. Abdominal aortic aneurysm without rupture. Postoperative diagnosis: 1. Abdominal aortic aneurysm without rupture. Procedure: 1. Bilateral common femoral artery ultrasound-guided access. 2. Diagnostic aortogram. 3. Endovascular aneurysm repair with cook zenith tffb 32 mm x 96 mm main body endoprosthesis; cook zenith esbe 32 mm x 39 mm main body extension endoprosthesis; cook zenith zsle 13 mm x 90 mm, 20 mm x 74 mm and 20 mm x 54 mm contralateral left common iliac artery endoprostheses; and cook zenith zsle 20 mm x 74 mm and non-cook 8 mm x 79 mm postdilated to 14 mm ipsilateral right common iliac artery endoprostheses. 5. Bilateral common femoral artery suture mediated closure. Anesthesia: general endotracheal anesthesia (geta). Ebl: minimal. Fluoroscopy time: 42.7 minutes. Radiation exposure: air kerma 1456 mgy. Contrast: 102 ml. Indications: the patient is an 83-year-old male who was previously seen in clinic for a newly diagnosed infrarenal aaa. This was an incidental finding on CT imaging. A dedicated CT angiogram demonstrated infrarenal aaa measuring 6 cm in greatest diameter with anatomy suitable to endovascular aneurysm repair. It was recommended that he undergo an evar procedure for his asymptomatic aaa given the size of the aneurysm and its associated risk of life-threatening rupture. The procedure and its risks, benefits and alternatives were discussed. The patient decided to proceed and consented to the procedure. Description: the patient was taken to the operating room and placed on the table in supine position. A timeout procedure was performed confirming the patient, procedure and surgical site. Induction of general anesthesia and endotracheal intubation were performed without difficulty. A preoperative antibiotic was administered according to guidelines. The patient was prepped and draped in the standard sterile fashion. The right common femoral artery was accessed in a retrograde fashion using a micropuncture set and ultrasound guidance with imaging that demonstrated vessel patency and was saved for documentation. The right common femoral artery was dilated with a 7 french dilator over a (cook) 0.035 bentson wire and then preclosed with 2 (suture mediated closure devices. A 7 french sheath was placed in the right common femoral artery with adequate hemostasis noted. The left common femoral artery was accessed and pre-closed in a similar fashion. A 7 french sheath was placed in the left common femoral artery with adequate hemostasis noted. The patient was systemically anticoagulated with intravenous heparin for a goal activated clotting time (act) greater than 250 during the procedure. A cook 0.035 lunderquist wire was advanced up the right side and positioned across the aortic arch with the wire tip in the ascending aorta. A pigtail catheter was advanced up the left side and a diagnostic aortogram was obtained. This demonstrated widely patent bilateral renal arteries with a more position of the left renal artery, a large fusiform infrarenal aaa and widely patent iliac artery systems bilaterally. Evar device selection was based on the preoperative CT angiogram analyzed with centerline reconstruction software. A cook zenith tffb main body endoprosthesis measuring 32 mm x 96 mm was oriented ex vivo. The right-sided 7 french sheath was removed and the main body endoprosthesis was advanced up the right side into the infrarenal aorta. The main body endoprosthesis was positioned just below the renal arteries and deployed down through the contralateral gate under fluoroscopic guidance. The top cap was advanced thereby deploying the suprarenal stent and fixating the main body endoprosthesis in position. The contralateral gate was cannulated using a non-cook 0.035 soft angled wire guide and a non-cook 0.035 catheter. The non-cook catheter was exchanged for a pigtail catheter, and we confirmed appropriate position within the main body endoprosthesis by freely spinning the pigtail catheter within the main body endoprosthesis at the level of the neck of the aneurysm. The non-cook 0.035 wire guide was exchanged for a cook 0.035 lunderquist wire. The length of the contralateral limb extension was measured using a marker pigtail catheter and a retrograde injection from the left-sided sheath. The left-sided 7 french sheath was removed and a cook zenith zsle 13 mm x 90 mm bridging limb was advanced up the left side and deployed in satisfactory position. We further extended into the distal left common iliac artery with a cook zenith zsle 20 mm x 74 mm limb. The remainder of the cook tffb main body endoprosthesis was unsheathed and the final trigger wire was removed thereby deploying the endoprosthesis in satisfactory position. The top cap was retrieved after advancing the gray positioner and this was removed from the right-sided 20 french sheath. The ipsilateral limb extension was measured using a pigtail catheter and we extended into the distal right common iliac artery using a cook zenith zsle 20 mm x 74 mm limb. The proximal main body endoprosthesis and bilateral iliac limbs were postdilated with a cook coda balloon. Subsequent imaging demonstrated a brisk endoleak with concern for a 1b endoleak from the left side. We elected to further extend the repair to the left common iliac artery bifurcation with a cook zenith zsle 20 mm x 56 mm limb without resolution of the endoleak. We elected to overlap the main body endoprosthesis and right common iliac artery endoprosthesis with a non-cook balloon expandable stent graft 8 mm x 79 mm that was post dilated with a 14 mm balloon. Unfortunately, there was a continued endoleak with concern for a defect in the main body endoprosthesis about the flow divider. After further consideration, we elected to realign the proximal aspect of the cook tffb main body device with a cook zenith esbe 32 mm x 39 mm main body extension that was deployed just proximal to the flow divider. Completion imaging demonstrated persistent endoleak of unclear etiology. We elected against further intervention. The right-sided sheath was removed and the arteriotomy was closed using the pre-deployed suture mediated closure devices and manual pressure with adequate hemostasis obtained. The left-sided sheath was removed and the left common femoral arteriotomy was closed with the predeployed suture mediated closure devices and manual pressure with adequate hemostasis obtained. Protamine was administered to reverse the heparinization. A hemostatic patch, gauze and dressing was placed at each groin access site. The patient tolerated the procedure well. He woke up and was extubated without difficulty. He was taken to recovery room in stable condition. All instrument and sponge counts were correct x2. Operative report (B)(6) 2024: preoperative diagnosis: 1. Infrarenal abdominal aortic aneurysm status post evar procedure with endoleak. Postoperative diagnosis: 1. Infrarenal abdominal aortic aneurysm status post evar procedure with endoleak. Procedure: 1. Bilateral common femoral artery ultrasound-guided access. 2. Diagnostic aortogram. 3. Left common iliac artery endoprosthesis limb balloon expandable stent grafting non-cook graft 8 mm x 79 mm post dilated to 14 mm. 4. Right common iliac artery endoprosthesis limb balloon expandable stent grafting non-cook 8 mm x 59 mm post dilated to 14 mm. 5. Bilateral common femoral artery perclose closure. Ebl: minimal 30 ml. Fluoroscopy time: 15 minutes. Radiation exposure: air kerma 1450 mgy. Contrast: 55 ml. Indications: the patient is an 84-year-old male who underwent evar procedure for infrarenal aaa in (B)(6) 2024. He tolerated this procedure well with no early complications. Postoperative surveillance imaging demonstrated a type ii and possibly type iii endoleak. It was recommended that he undergo a diagnostic aortogram with possible intervention. The procedure and its risks, benefits alternatives were discussed. He decided to proceed and consented to the procedure. Description: the patient was taken to the cath lab and placed on the table in supine position. A timeout procedure was performed confirming the patient, procedure and surgical site. Monitored anesthesia care was administered without difficulty. The patient was prepped and draped in the standard sterile fashion. A left common femoral artery was accessed in a retrograde fashion using a micropuncture set and ultrasound guidance with imaging that demonstrated vessel patency and was saved for documentation. Micropuncture sheath was exchanged for a 4 french sheath over a 0.035 bentson wire. A non-cook 0.035 catheter was positioned in the proximal main body endoprosthesis and a diagnostic aortogram was obtained. This demonstrated an appropriately positioned main body prosthesis with brisk filling of the residual aneurysm sac concerning for a type iii endoleak between the main body endoprosthesis and left common iliac artery contralateral limb endoprosthesis. We elected to intervene. The 4 french sheath was exchanged for a non-cook 8 french 45 cm sheath over a cook 0.035 rosen wire. The patient was systemically anticoagulated with intravenous heparin for goal act greater than 250 during the procedure. Sheath was advanced into the main body endoprosthesis. The left common iliac artery contralateral limb endoprosthesis was relined proximally from the flow divider down to the aortic bifurcation using a non-cook balloon expandable stent graft 8 mm x 79 mm that was post dilated to 14 mm with a non-cook balloon. Subsequent imaging demonstrated a persistent brisk endoleak that appeared to be coming from the main body endoprosthesis at the level of the flow divider. We elected to obtain contralateral access. The right common femoral artery was accessed in a retrograde fashion using a micropuncture set and ultrasound guidance with imaging that demonstrated vessel patency was saved for documentation. The micropuncture sheath was exchanged for a non-cook 4 french sheath over a cook 0.035 bentson wire. The non-cook 4 french sheath was upsized to a non-cook 8 french 23 cm sheath over a cook 0.035 rosen wire. The sheath was advanced into the right common iliac artery ipsilateral limb endoprosthesis. We elected to reline the proximal right common iliac artery ipsilateral limb endoprosthesis with a non-cook balloon expandable stent graft 8 mm x 59 mm that was post dilated proximally with a n n-cook 16 mm balloon and distally with a non-cook 14 mm balloon. Despite relining both limbs, there was a persistent endoleak that was attributed to a defect in the main body endoprosthesis at the level of flow divider. We elected against further intervention. All wires and catheters were removed. The left sided non-cook 8 french sheath was removed and the left common femoral arteriotomy was closed with a non-cook suture mediated closure device and manual pressure with adequate hemostasis obtained. The right-sided non-cook 8 french sheath was removed and the right common femoral arteriotomy was closed with a non-cook suture mediated closure device and manual pressure with adequate hemostasis obtained. Protamine was administered to reverse heparinization. A hemostatic patch, gauze, and dressing was placed in each groin access site. Patient tolerated the procedure well. He was taken the recovery room in stable condition. All instrument and sponge counts were correct x 2. Operative report (B)(6) 2024: preoperative diagnosis: 1. Abdominal aortic aneurysm status post evar procedure with type ii endoleak postoperative diagnosis: 1. Abdominal aortic aneurysm status post evar procedure with type ii endoleak procedure: 1. Right common femoral artery ultrasound-guided access 2. Superior mesenteric artery selective catheterization and diagnostic mesenteric angiogram 3. Right common femoral artery suture medicated closure anesthesia: general endotracheal anesthesia (geta) ebl: minimal. Fluoroscopy time: 14.4 minutes. Radiation exposure: air kerma 719 mgy. Contrast: 58 ml. Indications: the patient is an 84-year-old male with juxtarenal abdominal aortic aneurysm who underwent evar procedure in (B)(6) 2024. Surveillance imaging demonstrated endoleak and sac expansion. He underwent reintervention in (B)(6) 2024 balloon expandable stent grafting of bilateral iliac limbs with no resolution of endoleak. More recent surveillance imaging was concerning for a robust type ii endoleak from the inferior mesenteric artery and paired lumbar arteries. He was recommended that he undergo reintervention with diagnostic angiogram and possible ima coil embolization. The procedure and its risks, benefits and alternatives were discussed. He decided to proceed and consented to the procedure. Description: the patient was taken the operating room and placed on the table in the supine position. A timeout procedure was performed confirming the patient, procedure and surgical site. Induction of general anesthesia and endotracheal intubation were performed without difficulty. The patient was prepped and draped in the standard sterile fashion. The right common femoral artery was accessed in a retrograde fashion using a micropuncture set and ultrasound guidance with imaging that demonstrated vessel patency and was saved for documentation. The micropuncture sheath was exchanged for a non-cook 6.5 french steerable sheath over a cook 0.035 bentson wire. The patient was systemically anticoagulated with intravenous heparin for goal act greater than 250 during the procedure. The non-cook sheath was advanced into the visceral segment of the abdominal aorta and a diagnostic mesenteric angiogram and a steep obliquity was obtained. This demonstrated appropriately positioned evar device and widely patent celiac artery and superior mesenteric artery. Selective catheterization of the superior mesenteric artery was performed using the non-cook sheath, a non-cook 0.035 soft angled guide wire and a non-cook 0.035 catheter. Selective sma angiography in multiple obliquities failed to demonstrate the arc of riolan or other collateralization from the sma to ima. We elected to abort. All wires and catheters were removed. The non-cook 6.5 french sheath was removed and the right common femoral arteriotomy was closed with a non-cook suture mediated closure device and manual pressure with adequate hemostasis obtained. Protamine was administered to reverse heparinization. A hemostatic patch, gauze, and dressing was placed at the right groin access site. The patient tolerated procedure well. He woke up and was extubated that difficulty. He was taken to the recovery room in stable condition. All instrument and sponge counts were correct x 2. (B)(6) 2025 operative report: date of procedure: (B)(6) 2025. Preoperative diagnosis: 1. Infrarenal abdominal aortic aneurysm without rupture. Postoperative diagnosis: 1. Infrarenal abdominal aortic aneurysm without rupture. Procedure: 1. Open abdominal aortic aneurysm repair with non-cook 22 mm x 11 mm bifurcated graft 2. Explantation of evar endoprosthesis. Anesthesia: general endotracheal anesthesia (geta). Estimated blood loss (ebl): 1500 ml (patient given 3 units of packed red blood cells (prbc), 3 units of fresh frozen plasma (ffp), 1500 ml cell saver, 8000 ml crystalloid. Indications: the patient is an 84-year-old male who underwent evar procedure in (B)(6) 2024 for an infrarenal abdominal aortic aneurysm without rupture. This was complicated by endoleak and sac expansion for which he underwent multiple interventions without resolution. It was suspected that he had a type ii endoleak and possible type iii endoleak from a fabric defect in the endoprosthesis. It was recommended that he undergo open aaa repair with explantation of the evar endoprosthesis. The procedure and its risks, benefits and alternatives were discussed. He decided to proceed and consented to the procedure. Description: the patient was taken the operating room and placed on table in the supine position. A timeout procedure was performed confirming the patient, procedure and surgical site. Anesthesiology performed placement of an epidural catheter, central venous catheter and radial arterial line without difficulty. Induction of general anesthesia and endotracheal intubation were performed without difficulty. The patient was prepped and draped in the standard sterile fashion. A preoperative antibiotic was administered according to guidelines. A midline laparotomy incision was made from the xiphoid to pubis and this was carried through the subcutaneous tissue and fascia using electrocautery. The peritoneal cavity was bluntly entered. A cursory exploration of the abdominal cavity was notable for a fusiform and pulsatile abdominal aortic aneurysm otherwise unremarkable. A nasogastric tube was positioned in the body of the stomach. The transverse colon was elevated cephalad. The ligament of treitz was sharply divided and the fourth portion of the duodenum was mobilized to the right of midline. A self-retaining retractor was utilized for exposure. The small bowel was packed in the right upper quadrant. The retroperitoneum overlying the infrarenal aorta was divided with electrocautery. This dissection was somewhat difficult as the retroperitoneal fat and lymphatic tissue was adherent to the aneurysmal aorta. The left renal vein doubly ligated divided in order to expose the pararenal aorta and neck of the aneurysm. Bilateral renal arteries were sharply dissected out with scissors and encircled with loops. We obtained proximal clamp positions both suprarenal infrarenal. Our dissection continued caudally to the aortic bifurcation and onto bilateral common iliac arteries. The takeoff of the ima was identified and sharply dissected out with scissors. We performed intraoperative duplex ultrasound of the infrarenal aorta and noted ongoing endoleak with and without occlusion of the ima concerning for likely type iii endoleak. The ima was ligated divided between 2-0 silk sutures. Bilateral common iliac arteries were exposed with combination of blunt and sharp dissection. The patient was systemically anticoagulated with intravenous heparin for goal act greater than 200 during the procedure. Bilateral common iliac arteries were controlled distally using clamps. The suprarenal aorta was controlled using a clamp. A longitudinal aortotomy was made using an 11 blade scalpel and heavy scissors. Mural thrombus was removed. There was back bleeding from paired lumbar arteries that were oversewn using 2-0 suture. The right common iliac artery clamp was removed and we allowed retrograde filling of the evar endoprosthesis and noted pulsatile bleeding from a fabric defect in the main body endoprosthesis at the level of flow divider consistent with a type iii endoleak. The limbs of the main body endoprosthesis were divided with heavy scissors. The main body endoprosthesis was then sharply divided proximally with heavy scissors. A portion of the proximal main body and suprarenal bare-metal stent were left in place. The aortotomy was teed off proximally. An infrarenal clamp was placed and the suprarenal clamp was removed allowing for perfusion of bilateral renal arteries while performing the proximal anastomosis. The repair was performed with a non-cook 22 mm x 11 mm bifurcated graft. The graft was foreshortened proximally. The proximal anastomosis was performed in end-to-end fashion using 3-0 suture placed in a continuous running fashion. We tested the proximal anastomosis with saline and noted a leak anteriorly along the suture line that was repaired with a pledgeted 3-0 suture placed in a u-stitch fashion. The limbs of the bifurcated graft were controlled with clamps and the infrarenal clamp was removed. We confirmed adequate hemostasis at the proximal anastomosis. The proximal anastomosis was packed with thrombin foam and a dry laparotomy pad. We flushed through the limbs of the graft and noted brisk pulsatile flow. The aortotomy was continued distally onto the proximal left common iliac artery. We were able to bluntly remove the left limb endoprosthesis after relaxing the distal clamp. We noted scant back bleeding from the left common iliac artery that improved after passing a non-cook 5 french balloon. The left distal anastomosis was performed at the level of the proximal common iliac artery. The common iliac artery was teed off. The left limb of the graft was cut to length and spatulated. The left distal anastomosis was performed in end-to-end fashion using 4-0 suture placed in continuous running fashion. Prior to completing the anastomosis, we forward and back bled the vessels and flushed along with heparinized saline. The anastomosis was completed and antegrade flow into the left leg was restored. We noted adequate hemostasis at the distal left anastomosis and a palpable pulse in the left groin. Attention was turned to the right distal anastomosis. This was performed in a similar fashion after removal of the right limb endoprosthesis. Antegrade flow was restored to the right lower extremity and we noted the distal anastomosis to be hemostatic with a palpable pulse in the right groin. After reconfirming adequate hemostasis and bilateral lower extremity perfusion, protamine was administered to reverse heparinization. The aneurysm sac was closed over the bifurcated graft using 2-0 suture placed in continuous running fashion. The retroperitoneum was closed using 3-0 suture placed in continuous running fashion. The fascia was closed using a looped suture placed in a continuous running fashion. Skin was closed with staples. Dressings were placed. The patient tolerated the procedure well. He woke up and was extubated that difficulty. He was taken to the ICU in stable condition. All instrument and sponge counts were correct x 2. The focus of this report is the type 3b endoleak and the type 3a endoleak on the zenith flex aaa endovascular graft bifurcated main body that required, relining with a zenith flex with z-trak aaa endovascular graft main body extension (rpn: esbe-32-39-zt) during the index procedure, relining in a secondary intervention, and was partially explanted in third procedure (open repair).

Manufacturer narrative:
H3: device evaluated by mfg? Device evaluation anticipated but has not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a persistent type 3b endoleak originating from a zenith flex aaa endovascular graft bifurcated main body graft led to aneurysm expansion and a later open explant procedure for an 84-year-old male patient. Following the original implant on an unknown date, a persistent type 3b endoleak led to aortic aneurysm expansion. The patient underwent an open procedure to determine the cause of aneurysm expansion. It was decided to explant the graft, in which the graft had to be cut away from the bare metal stent to be removed. The bare metal stent remained in the body of the patient. Upon a visual inspection of the explanted graft, a tear was discovered in the fabric. It was confirmed that the issue was resolved following the additional procedure. Aneurysm neck anatomy shape was described as parallel. Additional information regarding event and device details have been requested but are currently unavailable.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation - cook was notified that a type 3b endoleak originating from a zenith flex aaa endovascular graft bifurcated main body graft led to aneurysm expansion and a later open explant procedure for an 84-year-old male patient. On (B)(6) 2024, at 10:09 a computed tomography (CT) urogram was performed on the patient. This imaging was performed for microhematuria and ordered by the urology provider. An incidental abdominal aortic aneurysm (aaa) was identified. Impression from (B)(6) 2024 CT urogram: 1. Unexpected finding of an infrarenal abdominal aortic aneurysm. Measuring 6 cm in diameter. 2. Left nonobstructing nephrolithiasis with an upper pole 7 x 9 mm calculus. No hydronephrosis is seen. 3. Circumferential urinary bladder wall thickening more pronounced at the urinary bladder base. This may be due to prostatic hypertrophy though I cannot exclude a bladder base mass. If clinically indicated, direct visualization should be obtained. 4. Diverticulosis. No imaging evidence of acute diverticulitis is detected. On (B)(6) 2024 follow up imaging, a CT angiogram of abdomen and pelvis were completed. The scan was ordered as follow up imaging to visualize the infrarenal aaa. Impression from (B)(6) 2024 CT angiogram of abdomen and pelvis: 1. Aneurysmal dilatation of the infrarenal abdominal aorta maximal anterior-posterior diameter of approximately 6 cm and maximal transverse diameter of 5.8 cm. Iliac arteries are calcified although nonaneurysmal. This previously described on CT dated (B)(6) 2024. 2. No acute intra-abdominal process. No inflammatory process. No obstruction. 3. No free fluid within the pelvis or within the dependent portions of the peritoneum. 4. Prostatic enlargement. Correlate regarding hyperplasia/hypertrophy versus neoplasia. Prior turp. 5. Severe diverticulosis without evidence of diverticulitis. 6. Appendix normal. 7. Pleural calcifications likely secondary to asbestosis related disease. On (B)(6) 2024 an x-ray was performed. Impression from (B)(6) 2024 x-ray: no acute abnormalities in the chest. Redemonstration of bilateral calcified pleural plaques. The patient underwent an endovascular aortic repair (evar) procedure on (B)(6) 2024 where the following cook grafts were placed: zenith flex aaa endovascular graft bifurcated main body, rpn: tffb-32-96-zt. Zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-90-zt), placed in the left common iliac artery. Zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-20-74-zt), placed in the left common iliac artery. Zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-20-74-zt), placed in the right common iliac artery. During the procedure, several actions were taken to resolve an endoleak. First a type 1b endoleak on the zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-20-74-zt), placed in the left common iliac artery was suspected. A zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-20-56-zt) was placed without resolution of the endoleak. Next a type 3a endoleak was suspected between the zenith flex aaa endovascular graft bifurcated main body, rpn: tffb-32-96-zt and the zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-20-74-zt) placed on the right. A competitor¿s device (8 mm x 79 mm) was placed in the overlap of the two devices. The placement of the competitor¿s graft did not resolve the endoleak. Next a zenith flex with z-trak aaa endovascular graft main body extension (rpn: esbe-32-39-zt) was placed in the zenith flex aaa endovascular graft bifurcated main body, rpn: tffb-32-96-zt just above the flow divider to address a suspected type 3b endoleak. A persistent endoleak of unclear etiology was present at the conclusion of the procedure. The surgical staff determined to forgo any further intervention. Imaging was completed at the conclusion of the procedure, but no impression was provided. Post operative imaging dates and impressions were provided for the patient. On (B)(6) 2024 follow up imaging (CT angiogram of abdomen and pelvis) was performed to re-evaluate an endoleak. Impression from (B)(6) 2024 CT angiogram of abdomen and pelvis: impression 1. Type iii endoleak through an apparent defect in the proximal left iliac stent graft with associated slight increase in size of the infrarenal abdominal aortic aneurysm sac measuring up to 61 mm. 2. Trace left subpulmonic effusion. 3. Stable right adrenal adenoma. 4. Colonic diverticulosis. 5. Scattered pleural calcifications, likely secondary to asbestos exposure. 6. Bilateral renal cysts. On (B)(6) 2024, follow up imaging (CT angiogram of abdomen and pelvis) was completed. Impression from (B)(6) 2024 CT angiogram of abdomen and pelvis: impression aortic endograft leak remains present, appearing slightly less extensive on today's exam. On (B)(6) 2024 a peripheral vascular intervention procedure was completed. During the procedure, drug coated peripheral artery endovascular stent grafts (competitor¿s devices: 8 mm x 59 mm and 8 mm x79 mm) were placed in the contralateral limb of the zenith flex aaa endovascular graft bifurcated main body, rpn: tffb-32-96-zt to address a type 3a endoleak and in the zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-90-zt) to address a 3b endoleak. On (B)(6) 2024 a CT angiogram of abdomen and pelvis was completed to evaluate evar, stents, and aortic diameter. Impression from (B)(6) 2024 CT angiogram of abdomen and pelvis: 1. Prior evar of abdominal aortic aneurysm stable in size measuring approximately 5.8 x 5.8 cm in diameter. 2. Stable appearance of extensive endoleak within the aneurysm sac. On (B)(6) 2024 imaging (CT abdomen only with and without contrast) was completed to evaluate the neoplasm of the right adrenal gland. Impression from (B)(6) 2024 CT of abdomen, with and without contrast): 1. Right adrenal adenoma appears unchanged in size when compared to prior study. 2. The patient is status post evar. There is extensive endograft leak within the aneurysmal sac. This appears slightly increased in size when compared to prior study. Aneurysmal sac appears increased in size measuring up to 6.5 cm. 3. Cardiomegaly. The right ventricle appears increased in size when compared to prior study. This can be re-evaluated with an echocardiogram if clinically warranted. On (B)(6) 2024 imaging (visceral angiogram of superior mesenteric artery (sma), inferior mesenteric artery, and chronic limb ischemia were completed in interventional radiology. No impression report from (B)(6) 2024 visceral angiogram was provided. The patient underwent a reintervention procedure on (B)(6) 2025. The preoperative diagnosis was an abdominal aortic aneurysm status post evar procedure with type ii endoleak. The patient had a juxtarenal abdominal aortic aneurysm and underwent evar procedure on (B)(6) 2024. Surveillance imaging demonstrated endoleak and sac expansion. The patient underwent reintervention in (B)(6) 2024 to place balloon expandable stents in the bilateral iliac limbs with no resolution of endoleak. More recent surveillance imaging was concerning for a robust type ii endoleak from the inferior mesenteric artery and paired lumbar arteries. It was recommended that the patient undergo reintervention with diagnostic angiogram and possible ima coil embolization. The patient was taken to the operating room. The right common femoral artery was accessed in a retrograde fashion using a micropuncture set and ultrasound guidance with imaging that demonstrated vessel patency and was saved for documentation. The micropuncture sheath was exchanged for a non-cook 6.5 french steerable sheath over a cook 0.035 bentson wire. The patient was systemically anticoagulated with intravenous heparin for goal act greater than 250 during the procedure. The non-cook sheath was advanced into the visceral segment of the abdominal aorta and a diagnostic mesenteric angiogram, and a steep obliquity was obtained. This demonstrated appropriately positioned evar device and widely patent celiac artery and superior mesenteric artery. Selective catheterization of the superior mesenteric artery was performed using the non-cook sheath, a non-cook 0.035 soft angled guide wire and a non-cook 0.035 catheter. Selective sma angiography in multiple obliquities failed to demonstrate the arc of riolan or other collateralization from the sma to ima. The surgical team elected to abort the procedure. On (B)(6) 2025 imaging (ultrasound contrast enhanced of evar and aorta iliac) was performed for follow up to evar and a persistent endoleak. Impression from (B)(6) 2025 contrast enhance ultrasound: type ii endoleak visualized with residual aneurysmal sac measuring 6.3cm. Type iii endoleak cannot be ruled out. The proximal aorta measures 4.0cm. The patient underwent an open surgical procedure on (B)(6) 2025. After previous unsuccessful interventions it was recommended that the patient undergo open aaa repair with explantation of the evar grafts. It was suspected that he had a type ii endoleak and possible type iii endoleak from a fabric defect in the endoprosthesis. The patient underwent an open procedure to determine the cause of aneurysm expansion. It was decided to explant the graft, in which the graft had to be cut away from the bare metal stent to be removed. The bare metal stent remained in the body of the patient. Upon a visual inspection of the explanted graft, a tear was discovered in the fabric. A non-cook 22 mm x 11 mm bifurcated graft was placed during the procedure. It was confirmed that the issue was resolved following the additional procedure. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. The device was returned to cook for investigation along with three leg grafts and an unknown stent. The devices were cut into several pieces. The suprarenal stent was not present on the main body device. Due to the damage to the returned product, a tear in the main body graft was unable to be identified. Imaging was provided for the investigation. Imaging was reviewed by a physician. The imaging reviewer indicated ¿impression: 1. An infrarenal aaa was previously repaired using a tffb-32-96 main body graft and bilateral zsle iliac legs. 2. A brisk endoleak after repair was initially thought to be a type 1b involving the left zsle-20-74 leg and treated with an additional extension left zsle with no resolution of the endoleak. This was likely not the source. 3. The next thought was a type 3a endoleak at the junction of the right limb of the tffb graft and the proximal right zsle-20-74. A gore vbx graft was placed across the right limb junction but the endoleak continued to persist. This was likely not the source. 4. Secondary intervention with placement of kissing competitors grafts at the main body flow divider for a suspected type 3b defect in this area was unsuccessful. One of the complaints mentions a suspected type 3a leak at the proximal left zsle treated with a competitor device, but this was not the case according to the report. This was for a suspected type 3b at the tffb flow divider. In either case, the intervention was unsuccessful so a type 3a here was ruled out. 5. Continued endoleak from a suspected type 3b defect of the tffb graft and aneurysm expansion led to open repair at 1 year postop with explant of the endograft. A graft defect at the flow divider of the tffb graft was noted at the time of surgery as the source of the endoleak. 6. There was noted to be calcification of the iliac arteries on the preop CT report, and this could have been the cause of a graft tear at the time of implant, but the definitive cause cannot be determined from the imaging and information provided¿ additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no recorded non-conformances relevant to the failure mode. The are two complaints against this product lot different failures. One was for a type 3b endoleak on the main body graft and the other is for a type 3a endoleak on the main body graft. No other complaints have been reported. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: 2 indications for use ¿ adequate iliac/femoral access compatible with the required introduction systems, ¿ non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: o with a length of at least 15 mm, o with a diameter measured outer wall to outer wall of no greater than 32 mm and no less than 18 mm, o with an angle less than 60 degrees relative to the long axis of the aneurysm, and o with an angle less than 45 degrees relative to the axis of the suprarenal aorta. O iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall). 4 warnings and precautions 4.1 general ¿ additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. ¿ patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up ¿ the zenith flex aaa endovascular graft is designed to treat aortic neck diameters no smaller than 18 mm and no larger than 32 mm. The zenith flex aaa endovascular graft is designed to treat proximal aortic necks (distal to the lowest renal artery) of at least 15 mm in length. Iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. ¿ key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. ¿ adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. ¿ the zenith flex aaa endovascular graft with the z-trak introduction system is not recommended in patients who cannot tolerate contrast agents necessary for intraoperative and postoperative follow-up imaging. All patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis. ¿ successful patient selection requires imaging and accurate measurements; please see section 4.3 pre-procedure measurement techniques and imaging. 4.3 pre-procedure measurement techniques and imaging ¿ clinical experience indicates that contrast-enhanced spiral computed tomographic angiography (cta) with 3-d reconstruction is the strongly recommended imaging modality to accurately assess patient anatomy prior to treatment with the zenith flex aaa endovascular graft. If contrast-enhanced spiral cta with 3-d reconstruction is not available, the patient should be referred to a facility with these capabilities. Lengths ¿ the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. ¿ after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity, and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. 4.4 device selection ¿ strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size (tables 10.5.1 through 10.5.2). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure ¿ inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. ¿ fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome. 5.2 potential adverse events ¿ aneurysm enlargement ¿ aneurysm rupture and death ¿ aortic damage, including perforation, dissection, bleeding, rupture and death ¿ claudication (e.g., buttock, lower limb) ¿ endoleak ¿ surgical conversion to open repair 7.1 individualization of treatment additional considerations for patient selection include but are not limited to: ¿ patient¿s age and life expectancy ¿ co-morbidities (e.g., cardiac, pulmonary, or renal insufficiency prior to surgery, morbid obesity) ¿ patient¿s suitability for open surgical repair ¿ patient¿s anatomical suitability for endovascular repair ¿ ability to tolerate general, regional or local anesthesia 8 patient counseling information ¿ the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. ¿ patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness or endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirements are required and should be considered a lifelong commitment to the patient¿s health and well-being. ¿ physicians must advise each patient that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic, but usually presents as: pain; numbness; weakness in the legs; any back, chest, abdominal or groin pain; dizziness; fainting; rapid heartbeat or sudden weakness. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture, and death (see section 5.1, observed adverse events and section 5.2, potential adverse events). The physician should complete the patient i.d. Card and give it to the patient so that he/she can carry it with her/her at all times. The patient should refer to the card anytime he/she visits additional health practitioners, particularly for any additional diagnostic procedures (e.g., MRI). 12 imaging guidelines and postoperative follow-up 12.1 general ¿ the long-term performance of this endovascular graft has not yet been established. All patients should be advised that endovascular treatment require lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. ¿ physicians should evaluate patients on an individual basis and prescribe their follow-up relative to the needs and circumstances of each individual patient. The recommended imaging schedule is presented in table 12.1.1 this schedule was used in the pivotal trial and is recommended even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. ¿ the combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak, patency, tortuosity, progressive disease, fixation length and other morphological changes. ¿ duplex ultrasound imaging may provide information on aneurysm diameter change, endoleak, patency, tortuosity, and progressive disease. In this circumstance, a non-contrast CT should be performed to use in conjunction with the ultrasound. Ultrasound may be a less reliable and sensitive diagnostic method compared to CT. It was reported that a type 3a endoleak was present on the ipsilateral right limb of the zenith flex aaa endovascular graft bifurcated main body, rpn: tffb-32-96-zt during the index procedure and a second type 3a endoleak was reported in the second procedure on (B)(6) 2025 in the left contralateral limb. It was reported both type 3a endoleaks were treated with the placement of additional competitor¿s grafts. The image reviewer indicated that the type 3a endoleaks were likely not the source as the endoleak persisted. Additionally, the type 3b endoleak treated in the secondary procedure was also not confirmed based on the imaging provided. Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive root cause for the type 3b endoleak on the zenith flex aaa endovascular graft bifurcated main body, rpn: tffb-32-96-zt could not be established while the cause of the type 3b endoleak is not known, patient condition may have contributed to this incident the image review stated, ¿continued endoleak from a suspected type 3b defect of the tffb graft and aneurysm expansion led to open repair at 1 year postop with explant of the endograft. A graft defect at the flow divider of the tffb graft was noted at the time of surgery as the source of the endoleak. There was noted to be calcification of the iliac arteries on the preop CT report, and this could have been the cause of a graft tear at the time of implant, but the definitive cause cannot be determined from the imaging and information provided.¿ the appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the associated risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.